Event description:
The info rec'd was that a firefighter was checking the equipment. He turned the cylinder on and there was a flash of fire and a fire occurred. The firefighter sustained 2nd and 3rd degree burns on hands and arms. On january 25, 1999, rep of allied flew to site and took pictures and looked at the regulator. The initial theory was that the ignition of the fire occurred in the post valve, based on the manner in which the post valve was burned. A complete analysis is needed.